Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead passed electrical testing, no issue found. This lead has a passive fixation tip. This supplemental report is also being filed to correct the device code.

Event description:
It was reported that this right atrial (ra) lead was attempted during implant due to the electrode end allegation. The ra lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was attempted during implant due to the helix that would not extend or retract. The ra lead was never in service. No adverse patient effects were reported.